Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with a missing tamper seal and a damaged lens. During analysis, the customer's reported concern was not confirmed. Event log history was performed, and few codes were found in history. Service will replace the latch lock flex as a preventive maintenance. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received that a smiths medical ambulatory infusion cadd solis vip pump had an error code 41541. No patient involvement.